Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis was not working properly. Two weeks later, a surgical procedure was performed, during which a crack in the connecting tube of the pump was identified. All components were removed and replaced. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was visually inspected, leakage tested, and functionally tested. Visual inspection revealed that the tubing was cut down to the pump block. No leaks were identified in the component. The pump did not pass the functional test. The reservoir was visually inspected, and leak tested. During visual examination it was noted that there was wear at a fold in its shell; however, the reservoir passed the leakage test. Both cylinders were visually inspected, and leakage tested. No damage or abnormalities were noted, no leaks were identified in the cylinders. Based on the information available and analysis results, the pump not passing the functional test could have caused or contributed to the reported clinical observation of device not working properly; therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was visually inspected, leakage tested, and functionally tested. Visual inspection revealed that the tubing was cut down to the pump block. No leaks were identified in the component. The pump did not pass the functional test. The reservoir was visually inspected, and leak tested. During visual examination it was noted that there was wear at a fold in its shell; however, the reservoir passed the leakage test. Both cylinders were visually inspected, and leakage tested. Visual inspection of cylinder 1 revealed buckling folds in the proximal end of the component and wear at a fold in the middle of its body. In addition, cylinder 1 presented a hole in the outer tube from wear in the proximal end of the body, which caused the component to no pass the leakage test, and when the component was inflated with a syringe, the inner tube bulged within the outer tube hole. During visual examination of cylinder 2 it was noted that there wear at fold in the middle and proximal end of its body. No leaks were identified in cylinder 2. Based on the information available and analysis results, the pump not passing the functional test and the cylinder 1 not passing the leakage test could have caused or contributed to the reported clinical observations; therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis was not working properly. Two weeks later, a surgical procedure was performed, during which a crack in the connecting tube of the pump was identified. All components were removed and replaced. There were no patient complications.

Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis was not working properly. Two weeks later, a surgical procedure was performed, during which a crack in the connecting tube of the pump was identified. All components were removed and replaced. There were no patient complications.